Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, while at work, the patient¿s cgm was providing a reading of 40 mg/dl. No bg meter reading was taken at this time. The patient self-treated with a candy bar and gatorade. Despite treatment, the patient¿s cgm was still reading between 40-50 mg/dl. The patient began feeling dizzy and confused, so he went to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 40 mg/dl while the bg meter was reading 657 mg/dl. The patient was dizzy and sweaty at this time. The patient gave himself a 20-unit insulin bolus via his tandem insulin pump as treatment. He was also given a breathing treatment and IV fluids. The patient was still recovering in the ER at the time of report. Data was evaluated and the allegation was confirmed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the ER.the data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.